Event description:
Reported due to a hematoma. In 2005, the physician attempted closure of an arteriotomy site with a perclose proglide device following an unknown procedure. Reportedly, the know locked above the skin and would not advance down to the arteriotomy site. The patient had a "suspected hematoma" which was later diagnosed as a "partially thrombosed pseudoaneurysm." The patient was placed on an unspecified treatment regimen for the pseudoaneurysm. The pseudoaneurysm "resolved" after forty-eight hours of treatment. At last report the patient was still hospitalized due to "other systemic problems" that are not related to this event. Although requested no additional information was provided.